Event description:
According to the reporter, when testing the blood flow when the patient was ready to be drained after the IV catheter was inserted, minor venous extension tube breakage near the clamped part (small hole) was found and blood was oozing when pushing quickly. There was blood leak. It was discontinued and they notified the doctor immediately and replaced the catheter in time but it did not resolve the issue. The catheter was not repaired and tego was not utilized. There was no luer adapter issue. There was no cleaning agent used on the device and its entirety. The insertion site was not treated prior to product placement. Anle iodine was the cleaning agent used to clean the adapters and they did not apply ointment. There was nothing unusual observed on the device prior to use and no other products were utilized with the device. The catheter was removed to resolve the issue. Procedure was not completed. Blood tra nsfusion was not required. Immediately upon discovery of the event, the supplies and equipment office for reporting and subsequent processing was notified. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted a catheter in use and the venous extension tube appeared to have a pinhole leak. It was reported that there was a hole on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when testing the blood flow when the patient was ready to be drained after the IV catheter was inserted, minor venous extension tube breakage near the clamped part (small hole) was found and blood was oozing when pushing quickly. It was discontinued and they notified the doctor immediately and replaced the catheter in time, but it did not resolve the issue. It was also stated that immediately upon discovery of the event, the supplies and equipment office for reporting and subsequent processing was notified. The catheter was not repaired and tego was not utilized. There was no luer adapter issue. There was no cleaning agent used on the device and its entirety. The insertion site was not treated prior to product placement. Anle iodine was the cleaning agent used to clean the adapters and they did not apply ointment. There was nothing unusual observed on the device prior to use and no other products were utilized with the device. The catheter was removed without any other treatment to resolve the issue. Procedure was not completed. There was blood loss of about 2ml and blood transfusion was not required. There was no intervention/medical treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.